Manufacturer narrative:
This issue is considered to be off label use, the customer stated they placed a inline 3rd party intrapulmonary percussive ventilation (ipv) device which could cause the ventilator to alarm vent inop.

Event description:
The customer reported that while using the avea ventilator, it is alarming vent inop and not delivering breaths to the patient. The customer stated there was a inline intrapulmonary percussive ventilation (ipv) attached to the ventilator when the reported issue occurred. The customer reported there was no harm or injury to the patient.

Manufacturer narrative:
The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, it is alarming vent inop and not delivering breaths to the patient. The customer reported there was no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.